Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the system was operated solely on the black power lead, a yellow battery alarm occurred which progressed to a red battery alarm indicating low voltage to the system. In addition, the power module alarmed intermittently when the black power lead was maneuvered during testing. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown and yellow conductors were found to be severed. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent power cable disconnect alarms. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing on lvad support with no further issue reported.